Event description:
The customer reported the system continues to fluoro after the button is released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a faulty interconnect cable and image intensifier. Customer does not want system repaired at this time. (B) (4).